Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid" and rupture".

Event description:
Patient reported left side "pain", "liquid was verified in the ultrasound exam", "rupture" and "lobulations". The device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. No observed wrinkling in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a4, a6, h6.

Event description:
Patient reported left side "pain", "liquid was verified in the ultrasound exam", "rupture" and "lobulations". The device has been explanted.